Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d9, d10, g1, g4, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be confirmed. However, it is likely that the pressure was higher than the set value for a certain period. However, since the pressure fluctuation was large at that time and it was confirmed that the tube was attached/detached while the air supply was turned on, it is presumed that there was insufficient relaxation or that the abdominal pressure rose due to the tube being attached/detached while the air supply was turned on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the abdominal pressure of the subject device was higher than the initial setting during a therapeutic laparoscopic adnexal tumorectomy. The procedure was completed with the same device. There were no reports of patient harm.